Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis nurse reported that a dialyzer blood leak occurred one hour and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The dialyzer was unsealed at the head of the filter and blood leaked onto the floor. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The supplies were replaced. Additional information was requested, however to date has not been provided. The complaint device was reported to be available to be returned to the manufacturer for evaluation.